Event description:
It was reported that the user experienced persistent hyperglycemia with a blood glucose reported value of 334 mg/dl after a meal while using an ilet with a teflon inset infusion set, later discovering during a guided site change that the blue needle guard on the infusion set had not been removed, which impeded insulin delivery. The infusion set component was implicated and the issue was categorized as an incorrect procedure or method, with replacement supplies provided and education completed. Symptoms included hyperglycemia and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the device component involved was the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.

Manufacturer narrative:
Initial.